Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient's implanted system experienced noise on all three channels due to electromagnetic interference (emi), causing the implantable cardioverter defibrillator (ICD) to deliver inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and discussed potential emi sources, myopotential oversensing as a result of the emi, and previous episodes with evidence of rhythmic noise. No adverse patient effects were reported. This ICD remains in service.